Manufacturer narrative:
Product event summary: analysis found the analyzer failed incoming functional test for atrial and ventricular pace light emitting diode (led) operation. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.